Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnw0t3-t9) (that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the surgery was performed on the right eye. During the surgery, it seemed that the toric mark on the intraocular lens was slightly misaligned from the usual position, but axis alignment was completed without any problems, and the surgery was finished. Postoperatively, there was no axis deviation and the course has been good. The doctor feels it might be misaligned slightly more than usual, so they would like to follow-up with the patient.

Manufacturer narrative:
The product was not returned for analysis. Only video was returned. The reported complaint was not confirmed on the returned video. No problem was found. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Provided video shows an intra ocular lens (iol) in the eye. The lens is being positioned/rotated in the eye using medical instruments. Toric axis marks are visible. As per approved manufacturing procedures, toric axis marks meet the release specifications. No problem found with the reported toric mark on the intraocular lens was slightly misaligned from the usual position. Based on our observation of the returned video, the toric marks are in the correct position as per approved manufacturing process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).